Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with no phacoemulsification during a procedure. The handpiece was exchanged to complete the case. There was some movement of the anterior chamber during the case. There was no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not mention finding anything that could have contributed to the reported issue. The system was tested and found to meet product specifications. The associated met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a handpiece presented with no phacoemulsification during a procedure in patient's right eye at the beginning of the surgery before the sculpture phase.

Manufacturer narrative:
This is a (B)(6) year old female patient who was scheduled for phaco emulsification and cataract extraction of the right eye (od). The surgeon reported that the handpiece was not working, but does not think the handpiece contributed to the reported event. The surgeon confirms the event occurred at the beginning of the case (during sculpt). The incision was performed as expected and was considered intact. When the event occurred the handpiece was switched out with another handpiece to complete the case. There were no system message code from the system which occurred, and there were no cancelled cases. The surgeon confirms the parameters were not change from their standard parameters. There were no third party repaired instruments used. Balanced salt solution (bss) was used at room temperature. The ophthalmic viscoelastic device (ovd) used was listed as duovisc, which was removed via tip and an handpiece. The surgeon confirmed that the handpieces are sterilized at 134 degrees for 18 minutes, but did not indicate if they were wrapped, prevac, or gravity sterilized. The use of dynamic rise setting 1, 2, 3, or 4 may result in aspiration levels (volumes) exceeding irrigation flow. This may cause chamber shallowing or collapse which may result in patient injury. Use of non-company surgical reusable or disposable I/a handpieces that do not meet surgical specifications, or use of an alcon handpiece not specified for use with the system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. I/a tips are not to be used with the handpieces. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase and or chamber collapse.¿ the system and handpiece were both examined. The company representative did not mention finding anything that could have contributed to the reported issue. The system and the handpiece were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on november 24, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).